Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that a motor stall was seen during initial interrogation of the patient's pump. It was noted that the patient did not recently have a magnetic resonance imaging performed. Per the caller the patient was in withdrawal. The caller did not wish to silence the alarm or make any changes to the programming. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicated that the patient was receiving fentanyl (5000 mcg/ml at 1146.3 mcg/day) and bupivacaine (10 mg/ml at 2.293 mg/day) via an implantable infusion pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer's representative. The patient reported that the have less pain relief after the motor stall occurred. It was reported that the pump was replaced and the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." The patient was receiving 5000 mcg/ml fentanyl at 1146.3 mcg/day and 10 mg/ml bupivacaine at 2.293 mg/day. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.